Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a 'product usability' issue with her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time in (B)(6) 2011, she experienced 'difficulties in seeing what is displayed on the screen due to vision problems'. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. Two weeks after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling 'shaky and weak'. The cca was informed by the patient that on (B)(6) 2011, she went to the ER where she was advised by the healthcare professional 'to measure the blood sugar and to use the glucose tabs appropriately'. During troubleshooting, the cca noted that the reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.